Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Healthcare professional reported needles are bending or difficult to penetrate injection site when using them on some of their patients. Cosmetic procedure. The product is being used "off label". There is no injury to report. Stated, since the name change, the needles are bending and difficult to push into injection site. Lot: unknown. Catalog: 328291. Date of event: unknown. Samples: no.